Event description:
Discovered through medical review: patient was revised for infection, all components removed.

Manufacturer narrative:
Cat. No.: 6570-0-128; delta v-40 ceramic head 28/0; lot code: 45801202 was added to the complaint after the initial medwatch was submitted. An event regarding infection involving an adm liner was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. The device was not returned for analysis. -medical records received and evaluation: a review of the provided information by a clinical consultant could not determine a root cause but could confirm the event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. However a review by a clinical consultant indicated that this event is not device related. Further information such as device return, pathology report, additional x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Discovered through medical review: patient was revised for infection, all components removed.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # unknown, lot # unknown, description: unknown accolade stem. Cat # unknown, lot # unknown, description: unknown mitch shell, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Discarded by hospital